Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was an area of instent restenosis of a non-bsc stent located in the non calcified and moderately tortuous left circumflex artery. The 2.5 x 12mm taxus element mr stent delivery system was advanced, but "bumped" the previously placed stent and was unable to cross the lesion. The taxus element stent was noted to be damaged. The procedure was completed with a 2.5 x 8mm non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was an area of instent restenosis of a non-bsc stent located in the non calcified and moderately tortuous left circumflex artery. The 2.5 x 12mm taxus element mr stent delivery system was advanced, but "bumped" the previously placed stent and was unable to cross the lesion. The taxus element stent was noted to be damaged. The procedure was completed with a 2.5 x 8mm non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination identified stent damage. The distal section of the stent was stretched distally to 3mm distal of the distal end of the distal markerband. Struts on the 1st row from the proximal end of the stent were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).